Manufacturer narrative:
While onsite the field service engineer performed a preventative maintenance (pm1) and the vacuum pump and catalytic decomp filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2013.

Manufacturer narrative:
Additional manufacturer narrative / corrected data: additional part replaced during service: vacuum pump oil based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (B)(6) 2012 to (B)(6) 2013) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from (B)(6) 2013 and revealed a significant trend which is addressed in CAPA. ¿ the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿ the shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. ¿ the catalytic converter was returned and tested. The part was unable to pass special test plans. The reason for return was confirmed. ¿ the vacuum pump oil from the pm1 kit was returned and was visually verified to be discolored. The reason for return was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
While onsite servicing the sterrad nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.